Manufacturer narrative:
In response to FDA report number: mw5090734. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, via regulatory agency, ¿capsular contracture,¿ baker grade unknown and ¿breast swelling¿. This record is for the right side. Healthcare professional also reported ¿breast implant illness¿, ¿severe hot/cold intolerance¿, ¿cognitive dysfunction, brain fog, vision disturbances, digestive/gi issues¿, ¿psychological distress¿, ¿dehydration¿, ¿weaken immune system, insomnia, memory loss,¿, ¿unusual tooth decay¿, ¿slow healing¿, ¿severe vitamin d def.¿, ¿food sensitivities¿, ¿loss of libido¿, ¿vertigo¿, ¿multiple disease¿, ¿crps¿, ¿severe hyperhidrosis¿, ¿hypertension¿, ¿addison's disease¿, ¿hashimoto's diabetes¿, ¿diabetes¿, ¿celiac disease¿, ¿pernicious anemia¿, ¿alopecia¿, ¿severe keratosis pil¿, ¿fatty liver¿, ¿gallbladder disease..cholecystectomy¿, ¿fibromyalgia,¿, ¿malaise since 2004¿, ¿chronic fatigue¿, ¿fungal/ yeast infections, urinary tract infections,¿, ¿freq sinus infections¿, ¿depression¿, ¿soft tissue pain¿, ¿neck and back pain,¿, ¿sharp breast pains¿, ¿limb numbness/tingling/burning¿, ¿autoimmune,¿, ¿autoimmune epilepsy¿, ¿sjogrens¿, ¿svt¿, ¿occipital neuralgia¿, ¿psychosis¿, ¿skin rashes and conditions¿, and ¿petechia rash¿; these events are not device related. Device has been explanted.